Manufacturer narrative:
Product evaluation: the monarch cartridge was returned for evaluation. No damage was observed. Product history records were reviewed and documentation indicated, the product met release criteria. There have been no other complaints reported in the lot number. All associated products are approved. Root cause: no root cause could be not identified by the investigation. The cartridge met specifications. No damage was observed action taken: action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested and received. (B)(4).

Event description:
A nursing unit manager reported that during intraocular lens (iol) implant surgery, the lens would not engage; the surgeon still used the injector but replaced the cartridge. In a follow-up, the surgeon reported that there was no impact on the pt, except the procedure was delayed by five minutes.